Event description:
As reported, the patient received a right knee optetrak, implant date: (B)(6) 2016. Revision date: (B)(6) 2018. Insufficient information provided.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
Investigation pending f10. Na this is a manufacturer's report.

Event description:
Additional information via legal filing- approximately 1 year 4 months after implant, the patient underwent right knee revision surgery due to accelerated and preventable wear of the optetrak psc polyethylene tibial insert and femoral loosening. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Correction: upon investigation this has been discovered to be a duplicate case, all new/additional information will be appropriately processed and reported under MFR# 1038671-2020-00416.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. H7: z-0021-2022.